Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the sample is returned and reviewed.

Event description:
Picu rn mgr notified me that a 3.5 PICC hub cracked on (B)(6) 2020. The PICC was placed on (B)(6) 2020.